Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (etbf3216c166ee) and endurant ii stent graft limb (etlw1624c199ee) were implanted during the endovascular treatment of a 60mm ruptured abdominal aortic aneurysm. During the index procedure, embolization of the ima was preformed due to its large diameter, followed by the implantation of the endurant ii main body stent graft (etbf3216c166) on the right side. No difficulties were encountered by the physician when implanting the bifurcate device. On the left side, a modified graft (shortened from 199 to 130 mm) was used from the hospital's stock. There was partial covering of the right renal artery, and a non-mdt renal stent (6x14) was implanted. The patient was discharged from the hospital showing signs of improvement. It was reported approx. 4 years post index procedure the patient presented emergently after experiencing abdominal pain for 1.5 to 2 months. The patient was hospitalized with bleeding from colon and underwent colon resection due to cancer. CT scan at this time revealed a graft fracture of etbf3216c166ee and an enlarged aneurysmatic sac. The graft body had separated from the crown and migrated into an aneurysmal sac resulting in a type ia endoleak. Re intervention was performed approx. 4 years, 17 days post index procedure, where another etbf3616c166 was implanted and the type ia was confirmed as resolved. The patient's condition improved following the re-evar. Per the physician the cause of the stent endoleak, graft fracture with complete separation of the main body is undetermined. It was noted the patient¿s condition was associated with the colon cancer. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the suprarenal stent detachment from the main body graft and type ia endoleak were confirmed on the films provided; however, the cause of these events could not be conclusively determined. No stent fracture was observed. The lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and earlier post-implant CT scans were not provided for comparison of the stent graft's in vivo configuration over time. It is possible that disease progression and the angulated neck, with likely neck dilatation since implantation, may have contributed to the suprarenal stent detachment. The lack of radial support in the proximal neck due to this dilatation may have increased the load on the graft fabric and/or sutures at the attachment point of the suprarenal stent to the bifurcate fabric, eventually leading to graft failure. This increased loading was also a likely contributing factor to the suprarenal stent fracture, which led to the distal migration of the main body graft into the aneurysm sac and the type ia endoleak. A short di stal seal of approximately 20mm without evidence of endoleak was observed in the right common iliac artery. It is possible that disease progression may have also been a contributing factor, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.